Event description:
This event was captured based on review of an article. It was reported that from (B)(6) 2008 through (B)(6) 2010, (B)(4) patients with an indication for percutaneous coronary intervention (pci) with drug eluting stent (des) implantation were randomized for treatment with a non-abbott stent or xience v stent. The study population was grouped into patients with a known history of diabetes mellitus versus patients without a history of diabetes. Clinical outcomes were as follows: (B)(4) side branch occlusion, (B)(4) distal embolization, (B)(4) peri-procedural myocardial infarction, (B)(4) stent thrombosis, (B)(4) target vessel revascularization, (B)(4) target vessel myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated. There were no reported product deficiencies. The reported patient effects of myocardial infarction, occlusion, thrombosis, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.